Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product letter send to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results of 189 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 08/25/2017. Customer's test strips are impacted by recall; customer has two vials of recalled test strips. The meter memory was reviewed for previous test result history: 1:153mg/dl (B)(6)2017 09:35 am fasting:yes. 2:96mg/dl (B)(6)2017 09:10 am fasting:yes. 3:101mg/dl (B)(6)2017 09:10 am fasting:yes. 4:189mg/dl (B)(6)2017 10:00 am fasting:yes. 5:105mg/dl (B)(6)2017 09:00 am fasting:yes. Memory concerns:189mg/dl fasting. Customer called in states the meter is reading high.